Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the right master tool manipulator (mtm) was drifting. The surgeon reportedly had positive control of the right mtm. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no errors in the system logs. The tse advised the isi clinical sales rep (csr) to ensure that the surgeon maintains positive control of the mtms until his head was out of the viewer. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the right master tool manipulator (mtm) drifted, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse calibrated the gravity compensation on both sscs to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the mtmr drifting was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the right master tool manipulator (mtm) drifted with uncontrolled motions. Poor mtm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.